Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 1 of 5. They advised the home patient (hp) that air had entered the setup. The hp used a patient extension line and connected it after priming. They explained the hp needed to connect the extension prior to priming otherwise it would be full of air. They had the hp recycle power and se 2367 alarmed. They advised the hp would need to start over with new supplies. They had the hp recycle power again and to press go to start. The hp would start over with new supplies and the hc was operational. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. The patient line was properly primed before connecting. There were patient extension lines being used. They were not connected prior to priming. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and would use new supplies to complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.